Event description:
Impossible to inflate band due to a leakage between the connector and the band near to the connector. Co have performed a methylene test. Follow up findings: removal and replacement with a new port due to leakage at or near the tubing.